Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having major sensitivity in the lower jaw and front teeth from the aligners. They reported having tmj. They will be seeking dental help. They are in so much pain to where they believe they will likely need a procedure done and will need metal braces instead of clear aligners. Requested additional information about discomfort and oral health concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.